Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 581 mg/dl and diabetic ketoacidosis. Reportedly, the insulin gauge inaccurately indicated that the cartridge was empty. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Additionally, tandem technical support reviewed pump history and found that multiple occlusion alarms occurred. Customer changed supplies and successfully resumed insulin delivery. Although requested by tandem technical support, the customer declined troubleshooting.